Event description:
It was reported the customer is requested a log review to review multiple 800.8000 codes in the error logs starting (B)(6) 2025, (B)(6) 2025 and recently (B)(6) 2026. A repair tag mentioned that there were three pump module used at the time of event. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter addr 1. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported multiple 800.8000 codes in the error logs were confirmed during the review of the device logs but could not be replicated during testing. The pcu errors were unable to be replicated after extensive infusion runtime. Alaris system maintenance testing observed the pcu passing the preventive maintenance tasks. Review of the suspect pcu device error log identified several error codes 800.8000 (pcu15_general_os_failure) between (B)(6) 2025 to (B)(6) 2026, with the last error recorded on (B)(6) 2026, at 12:47 pm. The recorded malfunction in the error log is related to an operative system failure. On (B)(6) 2026, at 11:46 am, an infusion was programmed with a rate of 27.25ml/h and a vtbi of 89.71ml. After the infusion was started, no additional event logs were recorded until (B)(6) 2026, when the suspect pcu was powered on at 9:24 am. The absence of log generation during this period indicates a malfunction in the suspect pcu. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported multiple 800.8000 codes in the error logs could not be confirmed or identified despite several hours of device testing. The events could not be replicated; however, a probable root cause may be attributed to a defective pcu logic board. The logs were provided to bd software engineering for analysis, and they concluded that the footprint of the 800.8000 error code is typical of defective logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is requested a log review to review multiple 800.8000 codes in the error logs starting on (B)(6) 2025 and recently on (B)(6) 2026. A repair tag mentioned that there were three pump module used at the time of event. There was no patient involvement.